Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of the device powering off unexpectedly could not be duplicated. Ventec downloaded the system logs from the device and was able to confirm that there were three (3) abnormal power-on events on the date of the event, indicative of the device unexpectedly rebooting, within an approximate 3 minute window. Additionally, the device logged multiple alarms including, but not limited to, patient circuit disconnect, high peep (positive end expiratory pressure) and low inspiratory pressure. Despite extensive testing of the device, ventec was unable to reproduce the alarms or the unexpected reboot. Furthermore, during testing the device¿s alarm system, both audible and visual, operated as expected. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the device¿s exhalation control module (ecm) and the internal flow transducer (ift). The cause of the reported issue could not be determined.

Event description:
The following event was reported to ventec via email: "while in use on a resident, the ventilator suddenly shut off without warning. There were no audible alarms prior to the screen going black, however our facility external alarm system did alarm because the ventilator was suddenly turned off. Luckily there was a staff member in the room so they were able to bag the resident and call for help. I have statements from staff members as well as the resident herself, plus a screen shot from the alarm log showing that the ventilator suffered from "system fault alarm: 10." The reporter later provided another statement regarding the event: "nursing staff were attending to the resident when the ventilator suddenly turned off and the screen went black. There was no audible alarm from the ventilator, just a nurse call system alarm due to the fact that the ventilator had turned off but the silence button was not pressed (standard for our facility and nurse call system). According to the resident's report, at some point when the ventilator was off and rebooting, and prior to manual ventilation, it administered a breath "so big I thought my lungs would burst". The resident was manually ventilated while rt staff turned the ventilator back on and changed the circuit. A pre- use check was performed, and the vent passed, so the resident was placed back on it. At this point, the resident complained that the ventilator "didn't feel right" and it started to alarm "system fault". She stated that the ventilator was not "giving full breaths. I couldn't tell if it was ventilating or not". She was again manually ventilated whole the machine was swapped out. After looking at the alarm log, a system fault alarm: 10 was noted". The reporter also advised that a pulse oximeter was in use at the time of the event. The reporter advised that there was no harm to the patient, however, the patient experienced discomfort and medical intervention (manual ventilation) was required in order to prevent permanent impairment/damage to the patient. Please note: patient's weight is actually 154.3 lbs, but the esub form would not accept decimals.

Manufacturer narrative:
H6: ventec has received the device and has began its evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.